Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("severe cramping") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. An unknown time later she experienced abdominal pain lower (seriousness criterion hospitalisation), heavy menstrual bleeding ("heavy periods"), nausea ("recurrent nausea"), vomiting ("vomiting"), headache ("headaches"), abnormal loss of weight ("substancial and unwanted weight loss"), skin irritation ("skin irritation") and ovarian cyst ("ovarian cysts"). The patient was hospitalised for 14 days (dates unknown). At the time of the report, none of the events had resolved. The reporter considered abdominal pain lower, abnormal loss of weight, headache, heavy menstrual bleeding, nausea, ovarian cyst, skin irritation and vomiting to be related to essure administration. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The following amendment was made: upon internal review & clarification event ¿deafness¿ was deleted. Seriousness criteria hospitalization added to event cramping. Case became serious incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was , , conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.